Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). During use of the dilator the tip came off. The dilator was intact prior to insertion into the patient. Upon removal from the patient the tip was noted to no longer be attached. This was noted by both the surgeon and scrub immediately upon removal and the tip was then located inside the patient and removed. The surgeon and hospital are familiar with dilators and their use. The IFU is followed for processing of instruments.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: the tip of the received dilator is missing. Visual investigation completed using digital microscope keyence vhx-600. Product is according to specification; no material or manufacturing defects were found. The dimensional accuracy of the instrument was confirmed. The instrument appears to have been overloaded. The reported failure is user related. Corrective / preventive action is not required.